Event description:
It was reported that a device experienced false upstream occlusion alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Engineering evaluation confirmed the customer's complaint of frequent false upstream occlusions. Monitoring the upstream sensor readings while the unit was running found the upper sensor to be 752, when the specification is greater or equal to 2700. Low ultrasonic readings would make the pump more sensitive air and upstream occlusion/air-in-line alarms. The upper auxilliary assembly was replaced.